Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported post timer/24v failure. The customer reported there was no patient involvement.

Manufacturer narrative:
Follow up attempts were made to obtain repair information from the customer; no response was received. To date, the customer has not called for further assistance. If information is received, the complaint will be updated. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem.